Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external inspection of the actuator board reavealed a dark coloring on two of the pins in the connector. The actuator board was connected to a test machine and uf pump alarm occurred. A brush was used to clean off black residue. The actuator board was connected to the test machine again and ran 20 minute rinse and 3 self-tests with no error encountered. Completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation. The res serviced the machine and found scorching / discoloration on the actuator/test connector of the motherboard. Per the associated service record, the res resolved reported uf pump alarm and physical damage issues by replacing the uf pump, the actuator test board and the motherboard. The machine passed functional checks. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a ultrafiltration (uf) pump alarm. A fresenius regional equipment specialist (res) serviced the machine and found burned marks on the actuator/test connector of the mother board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 770 hours and the mother board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned mother board. The mother board was replaced, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The res took the burnt motherboard after repair.